Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported that the peritoneal dialysis patient was training patient on the liberty select cycler and patient was in fill 1 of 5 and has so far drained out 1201 ml out of expected 1600 ml when some fluid was observed on the floor. The nurse states that they check connections were secure and unused clamps were closed. The nurse stated that since they were training he is going to cancel tx after patient completes drain 1. No malfunctions were reported. Follow up with the patient indicates that the fluid was not observed on the floor but on the cart. The amount of fluid was marginal but it was clearly pd fluid due to it being sticky. The patient discarded the cassette. The patient did not encounter any complications and there was no medical intervention. The patient discarded the cycler set.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.